Manufacturer narrative:
One medfusion 4000 pump was received to investigate the reported event. The pump was received with a chipped out lower front corner and cracked battery door. A manufacturing DHR review, device history review, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A motor rate error was seen in the error history log. To further investigate the reported issue, an occlusion test was performed. The motor rate error was confirmed. The most likely cause is a combination of worm coupling, worm gear, old leadscrew and clutch halves. They were found old, dirty, and worn out. The worm coupling, worm gear, leadscrew and clutch halves were replaced, and device passed all functional testing.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device had a motor rate error. It is unknown if there was a patient involved.